Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead exhibited a high, out-of-range defibrillation impedance. No intervention was performed. The asymptomatic patient would continue to be monitored.